Event description:
N/a.

Manufacturer narrative:
The national repair center received the scroll compressor from the supplier. The supplier could not verify the failure of the vacuum not dropping below -140 mmhg . The supplier stated no defect found. The national repair center verified the failure and the supplier did not, resulting in an impossible to define outcome.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The customer returned the suspect scroll compressor to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the scroll compressor and no visual damage was observed. The senior repair technician then installed the scroll compressor into cardiosave test fixture and tested to factory specifications per cardiosave service manual. After attempting to calibrate the vacuum regulator, the national repair center verified the failure of the vacuum not dropping below -140 mmhg. The factory specification is -295mmhg +- 5. The compressor failed testing. The senior repair technician sent the part to supplier for failure analysis as per procedure. Upon completion of our investigation, a supplemental report will be submitted.

Manufacturer narrative:
The fse replaced the scroll compressor and observed normal operation. Subsequently, the fse completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. It is expected that the suspected faulty scroll compressor will be returned to (B)(6) center for failure analysis; a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during replacement of the compressor during the 5000 preventative maintenance (pm) service, the getinge field service engineer (fse) observed that the negative pressure output did not drop by more than -140mm/hg. This is a failure upon installation of the compressor. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.